Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier clip was applied but the front of the clip did not fold. There was no collision or damage with other instruments. The customer was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The customer was unable to successfully apply the clip during the 1st clip application attempt. A backup instrument was used to continue the procedure. There was no injury to the patient.